Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when checking the opening and closing intra-operatively, the handle was able to recognize the reload, but the jaws were only able to close halfway so the opening and closing check could not be performed.